Manufacturer narrative:
The investigation for the console (aic) power on issue has been completed. The console logs from the complaint date were consistent with what was reported in the complaint description. The clinical staff reported that there was a blackout during insertion of the pump but likely meant to report that there was a loss of placement signal. There was an instance of controller error (opm comm crc invalid) alarm observed in the logs from the reported complaint date. In addition to the controller error, there was also a placement signal not reliable alarm observed in the logs two days prior to the complaint date but this alarm was not persistent. The console was tested. The placement signal issue was unable to be reproduced. The console was tested with a pump and purge cassette kit but functioned normally without any issues. The reported loss of placement signal issue was due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The automated impella controller software operated as designed. The cause of the observed placement signal not reliable issue from two days prior to the complaint date could not be determined due to the inability to reproduce. D.9 revised as date returned was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26248. E.1 revised facility name as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26248. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26248 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported the automated impella controller (aic) had a blackout during insertion. After connecting the pump to the aic and priming was completed, a sudden blackout occurred while inserting it into the patient. It was rebooted and then things went back to normal. There was no patient harm.